Event description:
It was reported that the patient received a shock due to noise on the atrial and ventricular channels. The atrial lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.